Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced 3 infusion sets leakage event on 03-may-2024, 14-may-2024 and 23-may-2024. The leakage was located at the site. The first and third set was in use for 1 day and the second for 2 days. The blood glucose of patient was 230 mg/dl. The patient replaced infusion set and resumed insulin successfully. No further information available.